Manufacturer narrative:
No product has been returned for evaluation. Evaluation was performed by (B)(4).

Event description:
Information was received that a revision procedure was performed on (B)(6) 2018. As per reporter, the rod had a pin break. During a review of investigation findings from (B)(4) it was observed that the o-ring was damaged, drive pin was snapped, and leadscrew was seized.